Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they experienced high blood glucose of 414 mg/dl. It was also reports that they had serter anomaly. Troubleshooting for high blood glucose was declined. Insulin pump will not be returned for analysis.